Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump rewinds properly. The motor passed the motor test. The pump was received with normal operating currents. No unexpected failed battery test alarms were noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test, drive motor anomaly and bolus wizard. Customer's blood glucose at time of incident was 160 mg/dl. Customer stated that there is diminished battery life, bolus wizard not working and pump not completely rewinding. Customer stated that it would not go all the way up to touch the reservoir and would not rewind all the way.